Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted for high, out of range shock impedance. Technical services recommended performing additional troubleshooting, as well as synchronized shocks to evaluate the system integrity. The ICD and right ventricular lead remain in service and no adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report. It was additionally reported that during on-site testing, movement of the device in the pocket showed no abnormality. Left arm movement and pressure of hands together showed very strong myopotentials, but no artifacts on pace/sense channel and the continuous shock impedance measurement was stable. It was decided to raise the shock impedance range to 150 ohms as the upper limit and no synchronous shock testing will be performed at this time.